Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had reported a battery error, even with a fresh battery. No harm requiring medical intervention was reported. The insulin pump will be returned analysis.

Manufacturer narrative:
On 15-nov-2022 the customer alleged for failed battery test and charge/battery lasts less than expected. Pump alarmed pump error 4 and pump error 53 upon boot-up, followed by battery failed alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with stained keypad overlay, pillowing keypad overlay, label damage (faded end cap) identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms (104) on 18-jul-2022 between 08:02:00.000 and 12:51:00.000 replace battery alert (73) on 18-jul-2022 at 06:06:00.000 replace battery now alarm (11) on 18-jul-2022 at 06:37:00.000 power loss alarm (6) on 18-jul-2022 between 07:59:13.000 and 11:40:21.000 failed batt/battery failed alarm (58) on 18-jul-2022 between 07:59:00.000 and 12:49:44.000 pump error 4 was found in history on 18-jul-2022 at 11:19:32.000 (file number = (B)(4), line number = 2727). Pump error 53 was found in history on 18-jul-2022 at 11:37:38.000 (esf#: 2610666, file number = (B)(4), line number = 5632). Unable to perform self test, sleep current measurement, active current measurement, and displacement test due to battery failed alarm. Swapping out test boards confirms failed battery test is present on pcba 1. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Failed battery test confirmed, problem isolated to electronic assemblies. Pump error 53 confirmed due to software anomaly. Pump error 4 confirmed as a result of pump error 53. Charge/battery lasts less than expected unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.